Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that "2 of the 3 struts were caught by sutures despite checking closely before securing."

Manufacturer narrative:
(B) (6) 2010 patient condition not good, unknown if escaped leaflet will be retrieved. (B) (6) 2010 pt still in hospital (status unknown). On 03/24/2010 additional information: no etiological agent found per pathology test by the customer. Pt tested negative for ie. Operative note to be provided. (B) (6) 2010 op report and pre-op echo cd received from customer by (B) (4) office. Pt still in the hospital and the escaped leaflet has not been retrieved. Correct size of valve is 29mm per the operative report. Echo cd sent to (B) (6) via (B) (6). On 03/31/2010, valve is en route for evaluation. Will sit in quarantine in (B) (4) for 30 days after decontamination before shipment to u.s. On 04/02/2010 echo cd received in (B) (6) and (B) (6) to independent consultant for echo read. Received request for r&d evaluation and electron microscope images of the valve housing from customer. Copy of pathology report requested, but not received. A search for the patient in (B) (6) implant patient registry database yielded no information. Therefore, requested device be dismantled for serial number after all testing and imagery are completed. No DHR review can be done until the serial number is known. Device is en route. Has not been received for evaluation.

Manufacturer narrative:
Evaluation summary: a section of the missing leaflet was received. The valve and the described section was sent to r&d. Research and development concluded with the following: "leaflet: the leaflet escape was due to a fracture that initiated at a pit, located on the inflow surface 25 to 27º towards the number 1 pivot ball from the leaflet centerline. The pit is approximately 600º m wide, 850º m long and 150º m deep. Microcracks radiate from the pit from 60º m to 420º m. The pit morphology is consistent with cavitation/erosion damage in pyrolytic carbon. Housing: the entire right side of the valve housing wall that was assembled with the fractured leaflet was inspected optically and with sem. Substantial pitting is visible along the seating lip from approximately 25º from the centerline towards the number 2 pivot slot to 45º from the centerline towards the number 1 pivot slot. Pitting is more prevalent towards the number 1 pivot slot and is coincident with that of the fracture pit/initiation site of the leaflet. Pitting extends up to 250º m from the inner diameter towards the major radius of the valve housing. The morphology of the pitting is consistent with that of the leaflet." Method: x-ray.

Manufacturer narrative:
Received echo results from independent consultant. Conclusion is as follows: impression the available echocardiographic images support the stated clinical diagnosis of embolization of one of the mechanical valve leaflets, with severe central mitral regurgitation. Although no discrete vegetation is seen on echocardiographic imaging, a diagnosis of infective endocarditis certainly cannot be excluded. Mild right ventricular systolic dysfunction could be a manifestation of acute severe mitral regurgitation. On (B) (6) 2010, test results show negative for ie. Therefore, the device was given to edwards (B) (4) for return and evaluation. Device is currently being held in 30-day quarantine in (B) (4) waiting release to u.s. For evaluation. No additional information is available at this time.

Event description:
Reportedly, the device was explanted after an implant duration of 262.9 months for mr and ie. Per the cer: it was reported that the duromedics mitral valve 31mm was implanted for mvr on (B) (6) 1988. On (B) (6) 2010, the device was explanted due to the mr and ie; one of the leaflets had escaped and was found in the iliac artery. Sjm 27mm valve was implanted as a replacement. The customer does not think this explant was device related and explained to the patient that the valve was explanted because of the malfunction of the device due to the infection. Etiological agent is unknown and customer is performing a pathology test for identification. The escaped leaflet is still in the iliac artery.